Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant the right atrial (ra) lead was dislodged and there was no capture. The ra lead was turned off and no revision is planned. No patient complications have been reported as a result of this event.